Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter will not inflate correctly. Ten cc of water was used to inflate the balloon and the outcome was asymmetrical. The patient alleged, this caused the catheter to leak.

Manufacturer narrative:
The device was not returned for evaluation. The product family for this latex catheter product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the latex catheter product ifus are found to be adequate based on past reviews. (B)(4). The device was not returned.

Event description:
It was reported that the catheters did not inflate correctly. 10cc of water was used to inflate the balloon and the outcome was asymmetrical. The patient alleged, this caused the catheter to leak.